Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 53.0, 61.0, and 76.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The introducer sheath was ovalized approximately 1.0 and 2.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the ruby coil¿s introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If the introducer sheath is pinched or forcefully gripped during insertion into the hub of the parent catheter, damage such as this may occur. If a rotating hemostasis valve (rhv) is not used during insertion into the parent catheter, difficulty and damage such as this may occur. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks likely occurred while attempting to advance the ruby coil against resistance. The lantern mentioned in the complaint was not returned for evaluation. The ovalization in the introducer sheath likely created the resistance experienced during advancement and prevented the coil from being advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would not advance. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils, pod coils and the same lantern. There was no report of an adverse effect to the patient.